Event description:
A patient with a prodisc-c implant at c6-c7, was returned to the operating room for revision. Patient was diagnosed with degenerative disc disease at c4-c5 above a fusion at c5-c6 and the pdc at c6-c7. Pdc was removed and patient was revised to fusion at c4-c7.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.